Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and the existing left ventricular (lv) lead exhibited loss of capture. The patient was brought in for an lv lead evaluation in (B)(6) and that's when the rv loss of capture was found. The rv lead was programmed off at that time until a revision could occur. A revision procedure was then performed and the patient's entire system was explanted and replaced. The physician suspected that the leads had both micro-dislodged as the leads were tangled and wrapped up in the pocket. The products were successfully replaced. No additional adverse patient effects were reported.